Event description:
It was reported that the products had double impression on the primary packaging. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025. B3: only event year known: 2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45b with lot number 403d99; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Additional information was requested, and the following was obtained: - is the current patient status known? No impact on the patient. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, the notification was only made as an informative part.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. Investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a package from top view, code gst45b lot: 403d99. (Exp. Date: 2027-12-31) the labeling print observed on the packaging showed a shadow effect on the printing. Based on the photos reviewed, the reported condition of the packaging identification is confirmed. Additionally, a lot trace was performed on the lot provided, according to a lot trace of lot 403d99 showed that this lot was authorized to be sold to the account that reported the issue. Lot number was reviewed, and it belongs to a gst45b reload. The expiration date printed on the packaging match with the expiration date recorded on the quality tracking system 2027-12-31. The artwork printed on the packaging was reviewed and compared with authentic package artwork and did match comply with j&j standard. Based on the photos reviewed, the counterfeit product cannot be confirmed. However, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.